Event description:
Pt admitted (B)(6) with weakness and developed altered mental status. Suspect battery depletion. Last check done (B)(6) 2018 and battery showed 2.8 yrs remaining and biventricular leads were functioning. On next telephonic check about (B)(6) 2018 transmission failed and new kit was sent out. On admission, no battery life. Pt refused intervention.